Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.